Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the maryland bipolar forceps instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the conductor wire on a maryland bipolar forceps (mbf) instrument was loose, broken, or disconnected. The customer used a backup mbf instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument was inspected prior to use, and a broken wire was identified during the inspection. The black wire was broken in half. The instrument was not used in the procedure. There was no fragment falling into the patient¿s anatomy since the instrument was not used during the procedure. The procedure was not delayed. Additionally, isi received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found no damage to the conductor wire. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist.